Manufacturer narrative:
H4 device manufacture date updated.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned logs confirmed issue. This console was tested after arriving at fs. Reproduced the reported symptoms. The issue may be related to the specific pump type since no consistent issues were found with the returned console. The root cause for the invalid placement signal, prior to insertion into the patient, was not determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, the rp had signal issues and was removed and replaced. The console was returned as well for investigation despite no aic replacement. There was no reported harm or injury to the patient.